Event description:
Complainant alleged that while attempting to treat a patient the device inappropriately displayed an "attach pads" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.